Manufacturer narrative:
Additional manufacturer narrative - late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information received indicates that valve was explanted due to mitral valve endocarditis following enterococcus septicemia. The patients diseased valve was replaced with same model and size of explanted device. There were no reported complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic mitral valve, implanted three (3) months, three (3) days, was explanted due to unknown reasons. No other details provided.